Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the customer required technical assistance on the phone only and not an on site visit thus no service activity was scheduled and conducted by livanova field service representative. The technician informed the customer that the most likely involved components are motor control board and processor board of the roller pump. However, this could not be confirmed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a pump used on a s5 system gave a motor control failure error message during maintenance. There was no patient involvement.